Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Patient's mother reported that the exact date the event occurred is unknown, but it occurred "in the last few weeks" of the aware date. (B)(4).

Event description:
It was reported that a cleo infusion set was occluded. The patient started experiencing high blood glucose readings in the upper 300's mg/dl, with no ketones present. Through troubleshooting, it was determined that the cleo set was occluded. The site was changed and the patient received a correction bolus of insulin. No further adverse health outcomes were experienced.